Event description:
User facility reported that the device was in use with pt for treatment of chronic pain (time in use not provided). According to the report the catheter broke and approximately 9 cm of the catheter remained in pt epidural space. According to report the pt met with consulting neurosurgeon who recommended no action unless certain symptoms occurred. Pt was discharged from hospital care with no permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.